Event description:
The pt underwent a diagnostic procedure in 2001 which was successfully closed. Approximately 1 week later, the patient complained of leg pain and was referred to the pt's family physician. A third physician told the pt that the pt had shingles, and it was noted that the pt had an ulcer on foot. The pt then saw another physician who diagnosed a pseudoaneurysm and occlusion in the right common femoral artery. Vascular repair was done 5 weeks following diagnostic procedure, and the pt was noted to be recovering the next day.